Manufacturer narrative:
Medwatch - form FDA 3500a uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient found to have superficial burn to the left flank and abdomen. The wound registered nurse suspected that this may be due to the bovie pad. Soothe and cool pad was ordered.